Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer did not want to troubleshoot at this time. Customer was advised to call back to troubleshoot the insulin pump.